Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently unresponsive in the bolus menu. The customer's blood glucose level was in the 280-400 mg/dl range. Reportedly, the customer reset the pump to resolve the issue.